Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer opened but the cubies failed to open. The field service engineer removed the drawer, found that the first four rows of pockets opened correctly, but the drawer position sensor failed when accessing the last two rows of pockets. The fse replaced the drawer position sensor and also replaced the faulty retractor band. The fse finally reinstalled the drawer, reconnected the pyxibus cable and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary multiple cubies in the drawer failed to open when the nurse attempted to pull medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.